Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia with blood glucose values up to 230 mg/dl after breakfast and 202 mg/dl after lunch despite making meal announcements, with no reported infusion set leaks or tubing kinks and no device alerts. Symptoms included no acute clinical effects. Outcomes included no medical intervention, no hospitalization, and no use of backup therapy. Investigation included complaint handling with user troubleshooting and education. Investigation of this case revealed the cause of hyperglycemia was unclear. It was concluded that no device malfunction was identified and the event was non-serious. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.